Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported that blood glucose increased from 160 mg/dl to 315 mg/dl about 90 minutes after a meal. No leaks or kinks were observed in the tubing. The agent advised waiting for corrective doses from the ilet device. At follow-up, the patient confirmed levels had decreased to 200 mg/dl and were trending down. Insulin was delivered via the ilet, and no device alarms occurred. No medical intervention or outside assistance was required. The patient reported no symptoms and stated they would call back if further assistance was needed.